Event description:
Information was received from a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the patient had a loss of therapeutic effect that she described as sudden. She started having so much diarrhea that her rear end was sore and she had fecal incontinence. She would also poop her pants when she would cough. The patient indicated she was coughing because she was sick and had a fever. The patient did not know if the sickness was device related. The patient started feeling stimulation recently in her pelvic region as a pulsating sensation, but stated it was not uncomfortable. She didn't usually feel stimulation before. The patient said she had not tried changing programs. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.